Event description:
The customer reported that after a splenic excision, the device was used to seal and cut tissues. After some time, the jaws of the device could not be re-opened while applied to tissue. The surgeon removed the instrument by pulling which caused a tear to some short vessels. A blood transfusion of 1.2 liters was necessary. In addition, the operating time was extended by 30 minutes. After the instrument was cleaned, the jaws of the device opened properly and the surgeon was able to use the same device for the remainder of the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.